Manufacturer narrative:
The device has been received, but an investigation is not completed. When complete, then a supplemental MDR will be submitted.

Event description:
An complaint involving a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch experienced air in line. It was stated in the report that the event occurred when setting up the IV pump for infusion. Rn primed filter tubing with panitumumab med, put tubing in IV pump, turned pump on, pump went through its initial checks and alarmed "distal air". Rn discovered the drip chamber had filled all the way up, they only filled halfway, this happened with an already reported incident as well, there was visible air in the tubing below the cassette (distal). Rn also noticed on the cassette, the blue port on the cassette looked different. The center silicone circle was elevated up over the blue port top. This is not how the tubing usually looks. It was removed from the IV pump and sent up to pharmacy to put on new tubing. Patient care was delayed as the entire set had to be sent back up to pharmacy, they had to put a new tubing on drug bag and then tubing was reprimed and sent back down to infusion department. There was patient involvement, no patient harm and there was a delay in therapy.

Manufacturer narrative:
Received one (1) used list #142540489 primary plum set. No significant damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. No air was observed in the line. The set was leak tested per specifications. No leakage was observed. The complaint of air in line cannot be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.